Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer cubies failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the medstation es aux cubie slot failing was confirmed during field service engineer (fse) testing. According to work order 02086968, the field service engineer (fse) replaced the row board cable, and no further issues were detected. The laboratory inspection confirmed that the assy cable ribbon row board did not present any physical damage, fluid ingress or missing components. The laboratory testing was conducted using a dmm on an esd protected surface, it was observed that the assy cable ribbon row board did not have continuity. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint cubie slot failing with different cubies was identified as a faulty assy cable ribbon row board, due to poor contact or break in internal wiring.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer cubies failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that the cubie slot failure across different cubies was caused by a faulty assy cable ribbon row board due to poor contact or an internal wiring break. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board cable was defective. A field service engineer (fse) replaced the main half-height cubie drawer 3-1 row board cable. The drawer was tested and released to the customer. A hardware diagnostic was performed using the hardware test application, and the customer conducted multiple drawer inventories to verify functionality. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer cubies failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.